Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs tip cover accessory to perform failure analysis. If the product is received or if additional information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory came off and fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.